Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the vicryl plus vcp371 suture used on? What was the condition of the tissue (weak, healthy, diseased)? How was the vicryl plus suture placed (interrupted or continuous)? Can you explain ¿patient¿s wound was bleeding to lesser degree¿? How much blood loss was noted at the patient wound on 1st post op day? What medical treatment was performed for the ¿patient wound bleeding¿? What post op date was the evisceration of the wound detected? Was the second procedure on (B)(6) (5 post op date)? Can the surgeon describe the appearance of the suture post op? Can you explain ¿suture was found cut at the midpoint¿? Were the suture knots intact at the end of the incision? Was the suture broken? Are there any pictures available of the suture during second procedure? Was the suture intact and pulled away from the tissue? What was used to close the wound? Do you have any suture lot af1272 to return for evaluation? What are the patient age, weight and bmi? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used for the closure. On (B)(6) 2017, the patient experienced a wound bleeding to a lesser degree and subsequent to this, on (B)(6) 2017, the intervention for wound evisceration was performed. It was detected that the closure with the suture had been cut from the middle involving discontinuity of the suture; the suture was found cut at the midpoint. Additional information has been requested.